Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 serial#:(B)(4) model description:artisan surgical lead with platnalock technology - 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site and was admitted to the hospital. The patient's symptoms were redness and discharge. The physician explanted the ipg and lead and prescribed oral antibiotics. The physician does not believe that the infection was device related but rather the patient was being non-complaint with his hygiene. The patient was reportedly doing fine.